Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2018-01197, 0001825034-2018-01199, 0001825034-2018-01200. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history identified several similar reports against the product code. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Report source: foreign. The event occurred in (B)(6).

Event description:
Clinical study (B)(6) reported that patient underwent right total hip replacement on (B)(6) 2016. At the 1-year followup visit, the oxford score indicated that the patient was experiencing severe pain, and the harris score reported that the patient was experiencing moderate pain, tolerable makes concessions to pain, some limitation of ordinary activity or work. May require occasional pain medicine stronger than aspirin.